Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a photograph of the fragment confirmed that it had originated from the laparoscopic cap. Applied medical has reviewed the details surrounding the event and is unable to determine the sequence of events that caused the fragment to break off of the laparoscopic cap. Based on information received from the complainant, the fragment was not the cause of the bleeding or subsequent reoperation.

Event description:
Name of procedure being performed: radical prostatectomy. Detailed description of event: pictures available in attachments. One patient had a radical prostatectomy performed with the davinci robot. Our alexis lap was used for this. One day after the operation, the patient had secondary bleeding and had to be operated again. A small piece of plastic residue was discovered in the patient's abdomen, which probably came from the lid of the alexis lap. The original product and also the exact lot number were disposed of at this point in time and could not be found again. A 12mm reusable trocar from the intuitive company was used. The professor checks whether the cover of the alexis has been destroyed with this trocar. The patient's bleeding did not come about as a result of this event and the patient is fine. Additional information received from applied medical representative via email on 01-apr-2021: the cap has been disposed of. Only the part found in the patient's abdomen can be returned. Additional information received via email on 15apr2021 from [name]: "the fragment of the defective c8501 is not being returned". Patient status: patient is fine. Type of intervention: retrieval of separated part.

Manufacturer narrative:
No product is being returned for evaluation and no lot number has been provided to applied medical. A follow-up report will be sent upon completion of the investigation.

Event description:
Name of procedure being performed: radical prostatectomy. Detailed description of event: one patient had a radical prostatectomy performed with the davinci robot. Our alexis lap was used for this. One day after the operation, the patient had secondary bleeding and had to be operated again. A small piece of plastic residue was discovered in the patient's abdomen, which probably came from the lid of the alexis lap. The original product and also the exact lot number were disposed of at this point in time and could not be found again. A 12mm reusable trocar from the intuitive company was used. The professor checks whether the cover of the alexis has been destroyed with this trocar. The patient's bleeding did not come about as a result of this event and the patient is fine. Additional information received from applied medical representative via email on 01-apr-2021: the cap has been disposed of. Only the part found in the patient's abdomen can be returned. Patient status: patient is fine. Type of intervention: retrieval of separated part.